Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient supported with an impella cardiac power device developed bright red urine, prompting concern for hemolysis. A point-of-care echocardiogram showed that the device was positioned too deep, measuring approximately five centimeters. The device was retracted by one centimeter, but a subsequent assessment indicated a depth of three centimeters, requiring additional repositioning and fluid resuscitation. The patient was receiving impella support for cardiogenic shock following a non-st-segment elevation myocardial infarction. After device implantation, the patient experienced hematemesis requiring intubation, and later developed third-degree cardiac block requiring a temporary transvenous pacemaker. Intermittent hemodynamic instability occurred during critical care management. Over the course of support, the patient continued to exhibit bright red urine along with a concurrent gastrointestinal bleed while receiving anticoagulation therapy. Hemoglobin levels declined and packed red blood cells were transfused. Device support levels were gradually reduced and the impella device was removed after several days. The original complaint involved suspected hemolysis and gastrointestinal bleeding. Hemolysis is a known risk associated with impella devices; however, several non-device factors such as anticoagulation therapy and critical illness were also present. Laboratory confirmation of hemolysis was not available. The gastrointestinal bleeding was assessed as more consistent with clinical illness and anticoagulation rather than device dysfunction. Third-degree heart block was conservatively considered in the event assessment. The device remained implanted beyond the recommended duration specified in the instructions for use.